Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead failed to sense. An x-ray revealed that the ra lead had dislodged. The patient was brought in for ra lead revision. The physician initially attempted to reposition the ra lead but was unsuccessful. To complete the procedure, the physician explanted and replaced the ra lead. The patient remained in stable condition.